Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by an arthrex subsidiary employee via email that the button tip from an ar-2372blo knotless ac tightrope open repair implant came off when put through the collarbone. The case was completed using another ar-2372blo knotless ac tightrope open repair implant. This was discovered during a procedure on (B)(6) 2024. Additional information requested.

Event description:
Additional information received on 12/19/2024: this was discovered during an ac repair procedure. The button was removed from the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.